Manufacturer narrative:
Additional information reported that the CT scan performed directly following the valve implant procedure showed a large infarction due to problems in vertebral circulation. The cause of the stroke was a thromboembolism caused by intervention of the calcified leaflets of the native valve. It was noted that the patient had died on an unknown date following the implant of the valve. The cause of death was reported to be aortic stenosis, with a contributory cause of the cerebral infarction due to embolization. No autopsy was to be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after a pre-implant balloon aortic valvuloplasty (bav) was performed the valve was positioned and the patient became unconscious. A basilar artery stroke was observed during the implant procedure. A computed tomography (CT) scan was performed and confirmed the stroke. It was noted that the patient had a history of stroke. No intervention and no additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors could influence the onset of stroke, and a conclusive cause could not be determined from the information available. Stroke is a known potential adverse effect per evolutr instructions for use (IFU) and it was noted that the patient had a history of stroke. Additional information stated that the stroke occurred as a result of thromboembolism from the calcified native leaflets. A conclusive cause was unclear; however, the most likely potential cause was related to the pre-implant balloon aortic valvuloplasty (bav). The bav conducted prior to the implant of the evolut valve, could have disrupted calcium off the calcified annulus. The calcium could have flowed into the patient's bloodstream and led to the stroke. It was also reported that the patient had a history of stroke; thus, it did not appear to be due to a device malfunction, but rather a patient comorbidity. The patient died one day after the implant procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it could occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. This event did not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the death occurred one day following the implant of the valve. If information is provided in the future, a supplemental report will be issued.